Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned otw voyager noted contrast visible in the inflation lumen consistent with preparation. The balloon was loosely folded. A new indeflator was used to pressurize the balloon when fluid leaked from a longitudinal rupture on a flap 1mm proximal to the distal balloon marker for a length of 1.5 mm, confirming the reported rupture. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Analysis noted a flap of torn balloon material. Damage of this type can be the result of material processing or incorrect preparation for use. It is possible the balloon was not soaked prior to the test inflation. It should be noted the otw voyager instructions for use (IFU) states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Additionally, the IFU states to prepare an inflation device with the recommended contrast medium according to the manufacturer's instructions. Evacuate air from the balloon segment using a 20 cc syringe or the inflation device. It is possible that the hydrophilic coating on the balloon was not activated upon exposure to moisture such that as the balloon was inflated, the balloon material tore and peeled. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported balloon rupture and noted balloon damage appear to be related to the operational context of the procedure. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during device preparation and testing for use, the voyager was test inflated with quarter strength contrast, however, the balloon did not inflate and the contrast was coming out the sides of the balloon. There was no patient involved. No additional information was provided.